Manufacturer narrative:
Date of investigation: 12/09/2020. A 24-month trend ((B)(6) 2018-(B)(6) 2020) analysis was performed for product, date code and reason codes (string: pull out). While no trend has been noted by product, reason codes or date code, a request for investigation is being submitted since this case has been deemed reportable to the FDA by epc medical affairs. It has been reported as a device malfunction due to the potential risk of serious illness to the consumer as medical care was required to remove the tampon. At this time this case's claim code status is non-verified medical claim. Per the process fmea for o.b tampons, a stringing issue that could result in a missing string has a severity rating of 6, meaning serious. A serious severity is described as having performance impact, up to and including product failure with potential for harm to the patient or user due to failure of the product to meet performance expectations. Major physical injury possible of a temporary nature with reversible symptoms. The occurrence of the defect is listed as remote and the overall risk level is low, which does not require mitigation. Device history record review was conducted on lot 20091dd, ob 40ct original regular unsc. During the production of this product there were no nonconformances associated with the forming lots or the pack lot of the tampon. All samples passed visual inspections, absorbency testing, ejection force testing and string performance testing. Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.

Event description:
A female consumer, over the age of 18, reported that she used a tampon and when she tried to remove the plug, the string came out completely. Consumer stated that on the same day she had to go to the doctor's office to have the tampon removed. A culture was performed and the doctor recommended that she not use tampons for awhile to allow her body to cycle and heal. No medication or treatment was prescribed and no follow up appointment was needed. The consumer reported that she was healing. Additional information 12/09/2020: investigation results added in additional manufacturer narrative section.

Event description:
A female consumer, over the age of 18, reported that she used a tampon and when she tried to remove the plug, the string came out completely. Consumer stated that on the same day she had to go to the doctor's office to have the tampon removed. A culture was performed and the doctor recommended that she not use tampons for awhile to allow her body to cycle and heal. No medication or treatment was prescribed and no follow up appointment was needed. The consumer reported that she was healing.